Manufacturer narrative:
Additional information: d.9., h.3. Correction: g.4. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly.the cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that the patient was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of generalized weakness, fatigue, and difficulty ambulating. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned positive on (B)(6) 2025, however the organism is currently unknown as the patient remains hospitalized. The patient is reportedly recovering from the serious adverse events and continues to undergo continuous cyclic pd (ccpd) therapy while hospitalized. The pdrn stated the cause of the peritonitis is unknown; however, it was not caused by any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Correction: h.8.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that the patient was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of generalized weakness, fatigue, and difficulty ambulating. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned positive on (B)(6) 2025, however the organism is currently unknown as the patient remains hospitalized. The patient is reportedly recovering from the serious adverse events and continues to undergo continuous cyclic pd (ccpd) therapy while hospitalized. The pdrn stated the cause of the peritonitis is unknown; however, it was not caused by any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Correction: h.1.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that the patient was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of generalized weakness, fatigue, and difficulty ambulating. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned positive on (B)(6) 2025, however the organism is currently unknown as the patient remains hospitalized. The patient is reportedly recovering from the serious adverse events and continues to undergo continuous cyclic pd (ccpd) therapy while hospitalized. The pdrn stated the cause of the peritonitis is unknown; however, it was not caused by any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that the patient was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of generalized weakness, fatigue, and difficulty ambulating. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned positive on (B)(6) 2025, however the organism is currently unknown as the patient remains hospitalized. The patient is reportedly recovering from the serious adverse events and continues to undergo continuous cyclic pd (ccpd) therapy while hospitalized. The pdrn stated the cause of the peritonitis is unknown; however, it was not caused by any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by weakness, fatigue, and difficulty ambulating, which required hospitalization, antibiotic(s) therapy, and the patient¿s transition to hd for rrt. The etiology of the serious adverse events is unknown; therefore, casualty could not be firmly established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.